Manufacturer narrative:
The meter has been returned to lifescan for evaluation. The evaluation of the meter has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The test strips were returned to lifescan on (B)(6) 2011. However, the evaluation of the test strips was not performed since the alleged issue pertains to a meter issue only.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan from (B)(4) alleging an error 1 message issue with a one touch verio pro meter. The patient did not allege any harm or injury because of the reported issue. The meter and test strips were replaced.based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4), 2011 with the following findings: the meter involved with this complaint failed testing. Pa downloaded the error log from the meter and noted that a failure had occurred; however, during pa evaluation the complaint was not reproducible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.